Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that trocars were not valved during vitrectomy surgery. The surgery was completed by replacing with new one. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.4., d.9., h.2., h.3., h.6. And h.11. Corrected information provided in e.1 (initial reporter facility name). Two open trocar assemblies & 1 handle blade assembly, in a small parts tray (smpt), in a tray with other items were received for the report of trocars were not valved. Samples were visually inspected and found to be nonconforming. Sample 1 and 2 had damaged to the septum observed. Leak testing could not be performed due to the damage of the samples. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The exact root cause for this complaint is unknown; the damaged condition of the valves could have contributed to the reported event; how and when the valves became damaged cannot be determined from the evaluation performed. A contributing factor to the damage is during insertion/removal of the probe from the trocar cannula during surgery. The exact root cause for this complaint is unknown therefore specific action for this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).